Event description:
Edwards received notification that this patient with a valve model 290023mm implanted in the aortic position underwent surgery for a valve-in-valve replacement after an implant duration of 15 years and 1 month due to leaflet degeneration (low degree of calcification) leading to severe aortic insufficiency. A 23mm sapien3 valve was implanted within the surgical edwards valve through trans-femoral approach with no issues and no pvl. Patient was doing very well. Echo at day 30 follow-up visit looks excellent. Patient's comorbidities: moderate mr, mod severe tr, af, ckd

Manufacturer narrative:
This device is not sold or marketed in the us but is similar to a device sold or marketed in the us. Bioprosthetic valves are prone to structural valve degeneration (svd) due to a gradual, multi-year process of calcification of the leaflets resulting from the pre-existing disease process. It may present as regurgitation and/or stenosis. This is an expected and foreseeable result in valves that have been implanted long term and are near the end of its established life expectancy.

Manufacturer narrative:
H11: corrected data: corrected sections h6 (results & conclusions codes). Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Manufacturer narrative:
Device is not sold or marketed in the united states; however, it is similar to the brand carpentier-edwards perimount rsr pericardial bioprosthesis, model# 2800, PMA# p860057/s001. The device was not returned to edwards for evaluation as it remains implanted. The reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. In addition, the event does not allege a labeling issue or device related infection and there was not product return; therefore the device history record (DHR) is not required. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) is the most common reason for bioprostheses explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. The cause of the regurgitation was most likely due to patient factors and the progression of the patient's underlying valvular disease pathology. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information a patient with a 23mm aortic valve implanted 15 years, one month, underwent valve-in-valve procedure due to severe aortic insufficiency. A 23mm transcatheter valve was implanted within the surgical edwards valve through trans-femoral approach with no issues and no pvl.